Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the perfusionist noticed that the vent valve was placed in this extra sucker line backwards. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device, and the complaint was confirmed. The valve was misassembled due to human error. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed in file in quality management for appropriate tracking, trending, and follow up. (B)(4).